Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a protege gps stent to treat a lesion in the biliary artery with medium tortuosity. It was reported that there was no damage noted to the packaging. The device was reported to have been prepped with no issues identified. The device did not pass through a previously deployed stent, no resistance was encountered when advancing the device and no excessive force was used. Non-medtronic guidewire and sheath were used. It was reported to have cracked during delivery through the vessel. The device shaft broke on the stent delivery. The deformed catheter and delivery system were removed together. Another protege gps was used to complete the procedure. There was no injury to the patient and the patient is reported to be normal